Event description:
A sudden drop of 35% in the indicated battery charge was reported by the caller. Battery level did not drop to 5%, and there was no unexpected shutdown. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on battery best practices, and the customer was advised to monitor the system and reach out if the issue continues.